Manufacturer narrative:
The reported events of low bipolar pacing lead impedance and insulation damaged were confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the inner/outer insulations cut/damaged and outer coil was compressed at the proximal region of the lead body. This could have caused the low bipolar pacing lead impedance reported in the field. The cause of the reported events was consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures. An internal short between conductors was found at the proximal region of the lead consistent with procedural damage.

Event description:
It was reported that the patient had presented for a generator upgrade procedure. During the procedure, the right atrial (ra) lead was found to be damaged, and a low pacing impedance was noted. It was suspected that the ra lead had an insulation breach. While the ra lead was being removed, the right ventricular (rv) lead was inadvertently pulled out, and rv lead dislodgement was confirmed by fluoroscopy. Both the ra and rv leads were explanted and replaced. The patient remained in stable condition.